Event description:
Customer has been running high blood glucose all day, and when customer went to change customer's set customer noticed reservoir was leaking. There was insulin in the reservoir compartment.